Manufacturer narrative:
If implanted, give date: 2007. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that chest pain and leg swelling occurred. A greenfield filter was placed in 2007. The patient "just started" to have chest pains and her leg started to swell up.